Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the peg tube was perforated. On (B)(6) 2014, the peg tube was replaced. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the peg tube was perforated. On (B)(6) 2014, the peg tube was replaced. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(4) 2015: there was a hole in the peg tube. Reportedly, levodopa gel came out from the peg tube. The perforation was located outside the patient. The procedure date was on (B)(6) 2013. The peg tube was replaced with a new endovive standard peg kit pull method. There was presence of granuloma at the stoma site. There were no patient complications reported as a result of this event. The patient's condition was reported to be the same before the issue occurred. Correction: the peg tube was replaced on (B)(6) 2014.

Manufacturer narrative:
The complainant reported that the device was not expired.